Event description:
Pt received implant in (B)(6) 2011. Initial post-op x-ray and first two visits, were uneventful. Six weeks after surgery, pt came in complaining of pain. X-ray showed that the plate had broken. There were no signs of bone healing after 6 weeks. Surgeon commented on pt's poor bone stock.

Manufacturer narrative:
Pt had poor bone stock. The instructions for use state that the product is contraindicated in pts who have insufficient bone or poor bone quality. The osteomed foot planting system is recommended for use in pts with sufficient bone quality to sustain effectiveness and benefits of rigid fixation. The osteomed foot planting system implants are not intended to endure excessive abnormal functional stresses. The osteomed foot planting system is intended for temporary fixation only until osteogenesis occurs. Review of lot mfg history does not show any nonconformances for this lot.